Event description:
Customer reported the insulin pump alarmed button error. Customer did now know current blood glucose level. Customer reported the device fell in the toilet, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer reported her blood glucose was 125 mg/dl yesterday. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.